Event description:
It was reported that the implantable pulse generator (ipg) device was interrogated through the sterile package before implanting and the ipg device displayed recommended replacement time (rrt) had triggered. Therefore the ipg device was not used and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Data evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.